Event description:
The customer reported the panorama central station had lost signals and displayed an error message. No pt injury was reported.

Manufacturer narrative:
The company rep evaluated the system. Corrections included replacement of the telemetry system. The system was tested to factory's specs. It functioned normally and was returned to use.